Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess the instrument test well image in question, which appeared visually (B)(6) . The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. An immucor employee was at the customer site to report the event on behalf of the customer. The immucor employee at the site also stated that the test well image in question appeared visually (B)(6).

Event description:
On (B)(6) 2017 an immucor employee visiting a customer site, reported on behalf of the customer site an unexpectedly negative antibody screen when tested on a galileo echo instrument.